Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose level was 167 (mg/dl). It was confirmed the customer was able to reload a cartridge onto the pump and resume insulin delivery. Reportedly the customer will continue to use the pump for insulin therapy.